Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypothyroidism ("hypothyroidism"), hypersensitivity ("allergic symptoms") and weight fluctuation ("difficult to control body weight"). The patient was treated with surgery (essure removal was performed by fallopian tubes removal and by low cornu resection.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, back pain, hypothyroidism, hypersensitivity and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, back pain, hypersensitivity, hypothyroidism and weight fluctuation to be related to essure. The reporter commented: essure-insertion without problems. After that the patient has been quite satisfied to the situation but now she has found a lot of information about essure and she wants absolutely to have implants removed. Batch number not available. Sample not available. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypothyroidism ("hypothyroidism"), hypersensitivity ("allergic symptoms") and weight fluctuation ("difficult to control body weight"). The patient was treated with surgery (essure removal was performed by fallopian tubes removal and by low cornu resection.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, back pain, hypothyroidism, hypersensitivity and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, back pain, hypersensitivity, hypothyroidism and weight fluctuation to be related to essure. The reporter commented: essure-insertion without problems. After that the patient has been quite satisfied to the situation but now she has found a lot of information about essure and she wants absolutely to have implants removed. Batch number not available. Sample not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.